Event description:
Healthcare professional reported a right side rupture and implant exchange due to the patient's concern with the product. Healthcare professional later reported patient ¿had something of a waterfall deformity with the nipple areolar complex descending in its space¿. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and implant exchange due to the patient's concern with the product. Healthcare professional later reported patient ¿had something of a waterfall deformity with the nipple areolar complex descending in its space¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Anxiety-product-procedure: unable to observe since it is not related to the device. Unsatisfactory result: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.